Event description:
The suspect device result was 507 mg/dl. The user dosed insulin based upon the reading and started to feel sick and then passedout. Their friend called an ambulance and user was taken to the hosp. User was treated for hypoglycemia. Controls were not used. The device was replaced and requested to be returned for eval.